Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous automated peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The day after onset of the peritonitis, the patient was hospitalized for the event. On an unreported date, the patient began treatment with vancomycin (1 gm, once in five days, route of administration not reported) and intraperitoneal injection of fortum (1 gm, once a day) for peritonitis. At the time of the report, the patient remained hospitalized, treatment was ongoing and the patient was recovering from this peritonitis event. Dianeal therapy was ongoing. No additional information is available.